Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The mother of a customer indicated via phone call of unexplained high blood glucose of 500 mg/dl and would like to check the pump. Customer's blood glucose at the time of the call was 264 mg/dl. Troubleshooting found that the customer was hospitalized with diabetic ketoacidosis. Troubleshooting found that the drive support cap was normal however, the customer declined to troubleshoot further and requested a replacement pump. The customer was advised that the device would be replaced and to return the product for analysis.